Event description:
A hospira symbiq pump came to biomed with a note stating "software error" I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump can not be reset or repaired at the facility. Will have to be sent back to hospira for repair. No further information as to where the pump came from or if a patient was involved during the failure. This pump had just returned from being repaired for the same issue and had same problem within a month.======================manufacturer response for infusion pump, symbiq (per site reporter)======================to send pump back in for repair.